Event description:
Customer reported experiencing issues with air bubbles in the infusion set tubing of their tandem mobi system. Despite this occurrence, customer's blood glucose levels remained within normal range and did not exceed 500 mg/dl. To address the issue, customer primed the tubing while disconnected, which resolved the bubbles issue, and then continued with insulin therapy.